Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing facility while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 07:47:13 on (B)(6) 2022. From 11:21:41 to 11:21:44, the patient's rhythm was vf with motion artifact and varying amplitudes. The lifevest typically requires 25 seconds of sustained vf above the rate threshold to deliver a treatment shock. From 11:26:16 to 11:30:21, asystole was detected 2 times. Patient's rhythm was vf with varying amplitude. Rhythm degraded to asystole. Varying amplitude prevented the lifevest from treating the patient. At 11:30:34 on (B)(6) 2022, the device was shutdown. Per continuous ECG recording, the patient was last seen in asystole.

Manufacturer narrative:
Device evaluation of monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing facility while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 07:47:13 on (B)(6) 2022. From 11:21:41 to 11:21:44, the patient's rhythm was vf with motion artifact and varying amplitudes. The lifevest typically requires 25 seconds of sustained vf above the rate threshold to deliver a treatment shock. From 11:26:16 to 11:30:21, asystole was detected 2 times. Patient's rhythm was vf with varying amplitude. Rhythm degraded to asystole. Varying amplitude prevented the lifevest from treating the patient. At 11:30:34 on (B)(6) 2022, the device was shutdown. Per continuous ECG recording, the patient was last seen in asystole.